Manufacturer narrative:
This case is considered as a central corneal ulcer. As there was no product returned or lot info provided, no detailed investigation can be performed. (B)(4).

Event description:
Report received from the (B)(6) provider indicates pt presented with moderate pain and severe redness, left eye. Clinical signs included large central corneal ulcer (within the visual axis) and 1 infiltrate with no corneal staining. No discharge or anterior chamber reaction noted. Diagnosis of central corneal ulcer. The pt was prescribed combination antibiotic/steroids drops. The event has resolved with no scarring and no effect on visual acuity. Lens wear has resumed.